Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a cosmetic depression while in vivo and the outer insulation was observed to have blood ingression. Concomitant medical products: addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2013; 5076 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Event description:
The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.